Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to dense patient adhesions in the patient's anatomy. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the hysterectomy procedure planned to be elaborated through robotic surgery was converted to open surgery due to high number of adhesions encountered while trying to place ports. The procedure was converted to an open procedure. Intuitive surgical inc. (Isi) followed up with the site to confirm that dense patient adhesions did not allow port placement. The surgeon did not anticipate converting before trying to place ports. The patient tolerated the change. The issue was noticed after just starting the procedure, within the first access to the cavity.